Event description:
Report rec'd that a pt had expired while a pca device was in use. The device serial number is not available as it was not recorded at the time of the event. Medical personnel to not suspect a device malfunction occurred. The biomedical engineering personnel called to inquire about pulling device history records. The pt was receiving meperidine pca analgesia. The report source states there is no indication of a device malfunction or programming error and therefore does not feel that specific device settings should be shared. He reports that the pt was a known drug user, including meperidine, and they do not known if he had taken anything prior to hosp admission. The report source indicates that the prescription ordered was "a lot" and the pt had made frequent pca requests. The pt "had a seizure, coded and expired." No additional info was provided by the customer when queried.